Manufacturer narrative:
The evaluation of the returned product confirmed that the vasoseal sheath had separated from the hub. Both collagen plugs were compressed and the tip of one had blood on it. This indicates that the first collagen plug had not been fully deployed before attempting to deploy the second collagen plug. 200: datascope' experience has shown that if the push/wait/pull technique is not done, a sheath separation can occur. This may occur because the plug was not fully deployed out of the vasoseal sheath before deployment of the next collagen plug is attempted.